Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was completed as planned. The philips remote service engineer (rse) analyzed the system remotely and confirmed that geometry movements were unavailable. Upon troubleshooting, rse found that the power supply was defective. To resolve the issue, customer replaced the power supply by third party company. The codes were updated based on the investigation outcome. Evaluation method code was updated correctly.